Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip, cracked lcd window, cracked case at the lcd window corners, scratches on the reservoir tube window, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a piece broken off of reservoir chamber causing reservoir to not be secured. Customer's blood glucose was 422 mg/dl, which was treated with a bolus delivery. Customer was advised that insulin pump would need to be replaced. No further information provided.